Manufacturer narrative:
The investigation has determined that a higher than expected potassium (k+) result was obtained from a vitros performance verifier (pv) using vitros chemistry products k+ slides lot 4102-1058-8202 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. The results from a vitros na+ diagnostic precision test processed on the vitros 5600 integrated system were not within expectations. In addition, an ortho fe found that the pm ring evaporation cap for the microslide incubator slot from which the higher than expected vitros k+ result was obtained was incorrectly positioned. The fe also found that the erf metering pump was not performing as expected. The fe performed service actions on the instrument which included re-positioning the evaporation cap, verifying the position of the rest of the evaporation caps and replacing the erf metering pump. The results from a post service vitros na+ diagnostic precision test performed on the instrument were within expectations. Additionally, there has been no reported recurrence from the customer of unacceptable vitros k+ results since the event. Email address for contact office is (B)(4).

Event description:
The investigation has determined that a higher than expected potassium (k+) result was obtained from a vitros performance verifier (pv) using vitros chemistry products k+ slides lot 4102-1058-8202 on a vitros 5600 integrated system. Vitros pv I lot p7690 result of 3.69 mmol/l vs the expected result of 2.86 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros k+ results were obtained from quality control fluids and were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).